Manufacturer narrative:
Device evaluated by MFR.: the rotawire guide wire was returned fractured in two sections, 185cm distal and 145 cm proximal. Examination identified both fracture sites bent. Sem(scanning electron microscopy ) fracture analysis revealed the fracture site exhibited evidence of compression and tension indicative of a bending action. The fracture surface exhibited fatigue striations along with elongated dimpled ruptures in tear. The outer diameter of the wire was measured and the device was within specifications. No further material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure, the guide wire bent. The physician attempted to advance the 325cm rotawire guide wire however; there was a bend in the wire. The physician noted "some drag" and removed the device from the patient. Outside the patient the bend in the wire was confirmed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. However, analysis of the 325cm rotawire guide wire revealed a guide wire fracture.